Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: model: 2490c, serial: (B)(4). (B)(4).

Event description:
It was reported by the patient that the monitor had no power. The patient also reported a burning scent was coming from the e-cellular accessory. The patient disconnected and reconnected the power cord on the monitor with no success. The patient is returning the monitor and an order was placed for a new monitor. The patient was transferred to the order team for an accessory replacement. No patient complications have been reported as a result of this event.